Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the master tool manipulator (mtm) has been returned for failure analysis evaluation. A review of logs show the unit experienced multiple error codes. A visual inspection was performed and showed no external damages. The unit was placed on in-house system and was driven with no issues. No errors were triggered. The unit was then placed on surgeon side console (ssc) fixture test platform (sftp) to perform fitness test and one hour sine cycle. The unit failed a gravity balance test and calibration testing. The unit had the same errors from the field along with additional ones. The errors indicated missing nodes. A review of the site's system logs for the reported procedure date was completed. Investigation revealed multiple related system errors.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the technical support engineer (tse) and reported customer reported that they had a hand control fault. The csr instructed customer to perform a hard reboot, system came back up. The customer also mentioned an insufflator issue. The procedure was converted to open surgery. Isi followed up and obtained the following additional information: the error persisted even after restarting the system; therefore, the customer decided to convert to open surgery. The procedure was converted to open due the repeated fault occurring on the system pointing to the right master tool manipulator (mtm). The insufflator was working as expected. There were no postoperative complications to the patient. There was no unexpected bleeding. The video recording of the procedure was not available for isi review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The fse verified with the customer that the insufflator was operating normally. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the failure analysis evaluation has not been completed. The system logs showed an inconsistent motor axis message count error.